Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Customer's blood glucose level was 452 mg/dl. Her blood glucose was reading high and she was not eating. The customer was sick and treated her high blood glucose with 7.4 units of insulin. The customer had been in the hospital before where they told her she had gastroparesis. She was not feeling well and could not think right. The call was disconnected. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.